Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for failed back surgery syndrome and non-malignant pain indications. It was reported that the controller was not working properly. Pt reported they caught the wire a while back on a cabinet knob and it pulled the controller out of pocket and threw it across the room. Every once in a while it will come on like it is charging but then it goes away and pt had to try again. Pt tried a reset and reset worked in the past when it won't charge or showed a message but reset did not resolve it anymore. On the call ins was in red and said recharging and controller was at 80%. It then said poor recharging quality. The issue started a while ago, probably started in the fall. Pt confirmed recharger had no damage. Controller port was loose. No symptoms were reported. A replacement recharger was sent out. Additional information was received from a patient (pt). It was reported that they received the replacement controller today and got it all set up, but are still having trouble trying to charge their implant. Patient stated it came up saying the battery was low in the controller and needed to charge, but the controller was charged. Patient stated that they have now gotten to a screen that says to find the highest number and wait for 10 minutes, but the highest number they can find is 65. Patient stated that the cord is getting extremely hot where it goes into the antenna. Patient said they have taken the antenna off their back because it was so hot and it's still just sitting there hot. A few seconds later, patient saw "battery low, recharge the controller soon" but caller stated the controller is at 70%. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found there was a recharge antenna failure, no device found. Insulation is pulled too far out of rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.